Manufacturer narrative:
We have not received the complaint device for evaluation. Hence, we could not conclusively determine the root cause of the failure. This valvulotome was manufactured by uresil, llc. We acquired this product line from uresil, llc. On july 2019. We could not determine if the malfunction was detected during pre-use or during usage of the device. We have reached out to the customer for clarification. However, we did not receive any response from the customer regarding this incident. At this time, we remain inconclusive about the root cause of the failure as well as the exact failure that occurred with this device.

Event description:
The connector of the tru-incise valvulotome separated from its main unit. No further information was provided by the customer.